Event description:
Consumer complaint of low blood results. Caller normally is around 90-100mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (40) and the normal result (100) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
(B)(4). The root cause of malfunction a device problem related to the user not following the manufacturer's instructions. Investigation completed and test strips evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Caller normally is around 90-100mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (40) and the normal result (100) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
(B)(4). No product yet returned.